Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio meter: 4.4, reference: 3.1, mean: 3.75, confidence limits: 2.2 - 5.3. Date: (B)(6) 2011, 3.4, 2.7, 3.05, 1.8 - 4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability of inr testing. No further investigation is required. Recent test conducted on lot 263072 on (B)(4) 2011 met accuracy criteria. (B)(4). No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. Retain strip testing results met accuracy criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action threshold of (B)(4). Corrective action is not required at this time.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio2: 4.4, lab: 3.1. Date: (B)(6) 2011, 3.4, 2.7. Customer called back on (B)(6) 2011 and mentioned that when they obtained the reading of 4.4 on the inratio2 on strip lot 263072 that the lab results were not received until the following day; as a result, the coumadin was held. The customer stated that the coumadin would not have been held based upon the lab result of 3.1. Therapeutic range= 2.5-3.5 inr.